Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). It is likely that the device will not be repaired and quotation for a new system has been sent to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a heater-cooler system 3t with a cooling compressor not turning on during procedure and very hot to touch. There was no patient/user injury.

Event description:
See intial report.

Manufacturer narrative:
Livanova received a report of a heater-cooler system 3t with a cooling compressor not turning on during procedure and very hot to touch. There was no patient/user affected. The livanova technician provided telephone support to the customer, confirming the malfunction of the compressor and because of the system age it was taken out of service. The involved device was manufactured in 2013 and according to the analysis of the complaints database no further similar events have been reported in the past. Based on the available information and the manufacturing date of the device, it cannot be excluded that the compressor was faulty. Most likely a mechanical issue within the compressor system occurred and could be the cause of excessive heat. There is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.